Event description:
Reportedly, the screen of the subject programmer is not working: it displays lines, gradient colors and the touch screen is not calibrated.

Event description:
Reportedly, the screen of the subject programmer is not working: it displays lines, gradient colors and the touch screen is not calibrated.